Manufacturer narrative:
Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history tot he event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is having bowel and bladder issues. The pt's physician has recommended the pt's scs system be removed and an MRI be taken to rule out stenotic lesion/cauda equina dysfunction. Follow-up identified the pt's scs system was removed on (B)(6) 2013.